Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint, and completed the device evaluation. Failure analysis replicated, and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A review of the site's complaint history does not show any additional complaints related to this product, and/or this event. No image, or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the instrument log for the 8mm tenaculum forceps (part# 470207-10/ lot# n10191202/sequence# 0107) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system# sk3471. The instrument had 7 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm, or injury to patient, the reported failure mode could cause, or contribute to an adverse event if it were to recur. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps was found to have a broken wire. A backup instrument of the same kind was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. Performed follow-up to obtain additional information, but no further details were available.